Event description:
It was reported that the staff encountered an issue with the insufflator, which was repeatedly returning an error. On-site logs reflected error 46603. The staff disabled the insufflator and proceeded with the airseal. The staff planned to hard power-cycle the vision side cart (vsc) after completing the procedure. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse replaced the insufflator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the insufflator to resolve the reported issue. Isi did not receive the da vinci product with an alleged issue to perform failure analysis. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to an issue with the insufflator. This issue can be resolved by fse service of the system to replace the insufflator.